Event description:
It is reported that the ventilator failed two pre-use checks for undisclosed reasons. Upon third pre-use check the ventilator passed and was connected to a patient. While connected to the ventilator the patient was afflicted with pneumothorax. After the event, it was noted that the expiratory cassette was not fully inserted into the ventilator; the locking mechanism was not fully engaged. The ventilator was taken out of service.